Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10950, 0001825034-2017-10951. Concomitant medical products: echo por fmrl red nc 10 x 130 mm cat: 192410 lot: unk, m2a-magnum 42-50 mm tpr insrt-6 cat: 139252 lot: unk, m2a-magnum mod hd sz 44 mm cat: 157444 lot: 271400. Reported event was unable to be confirmed due to limited information received from the customer. Photograph of the explanted head assembled with the taper adapter is provided. The head and adapter shows some scratches. No other evaluation can be made from the provided photograph. Third party review of the x-ray noted possible reason for revision as ¿malposition of the acetabular cup which increases risks of hip dislocation and component wear.¿ device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to unknown reasons. There were no delays or complications during the surgery. Attempts have been made and additional information on the reported event is unavailable.